Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-jan-2018 with the following findings: evaluation revealed a dim display with discolored text; the display lens was cracked. Unrelated to the complaint, investigation revealed a cracked battery compartment.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.